Manufacturer narrative:
Date of event: estimated date. Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
A proglide device was received. No additional information was provided. Visual inspection of the returned device found there was blood visible in and on the entire device and a cuff miss and cuff tab separation had occurred.